Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt had experienced a seizure due to a hypoglycemic event of which the receiver, his mom reports, never alerted the pt. Paramedics were called but didn't have to treat him since pt's mom had already administered a glucagon shot. During a f/u call on (B)(6) 2011, pt reports that his cgm's alarms are actually working properly.